Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced elevated blood glucose following a meal, with a recorded value of 262 mg/dl, after recently changing supplies and confirming no visible infusion set issues; the user was advised that the cartridge could be changed without changing the infusion set and to change all supplies, and received education on meal announcements and low-carbohydrate meals. Symptoms included hyperglycemia without associated clinical manifestations. Outcomes included transient impact without need for medical intervention, ketone testing, or backup therapy. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device malfunction identified and cause of the hyperglycemia was unclear. It was concluded that the event was not related to a device failure and no further action was indicated based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.